Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there may have been telemetry issues with the patient's implantable pulse generator (ipg). Follow-up with the patient's clinic to confirm or deny the telemetry allegation were unsuccessful. The device remains in use. No patient complications have been reported as a result of this event.